Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a repair of an incisional hernia on (B)(6) 2015 and mesh was implanted. Additional information was provided that the patient underwent surgery on (B)(6) 2016 for revision of the implants. Surgeon noted profound amount of adhesions. The bowel had adhered to the mesh causing serosal damage. The bowel was removed from the mesh. Patient experienced pain, nausea, diarrhea, chills and vomiting. No additional information is provided.